Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-102216.

Event description:
A nurse reported that the system suddenly experienced a white screen due to equipment failure. The staff tried rebooting the system but the issue was not resolved. The surgery was stopped while the system was exchanged. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer reported that the system display turned white. The company service representative examined the system and was able to replicate the reported event. The computer memory card was replaced. The system was then tested and met all product specifications. The system was manufactured on june 11, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming computer memory card. The manufacturer internal reference number is: (B)(4).